Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart alarm error test and displacement test or verify failed batt test alarm due to blank display.

Event description:
The customer reported via phone call that their insulin pump damage. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump received failed battery test. Customer states that the insulin pump for 30 minutes screen was blank currently. The contact on the battery cap were neither missing nor damaged. The battery compartment and spring was neither damaged nor corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.